Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
A healthcare professional reported capsular contracture (baker grade IV). This record relates to the left side. The device has been explanted.

Event description:
A healthcare professional reported capsular contracture (baker grade IV). Healthcare professional reported intracapsular rupture confirmed via MRI. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, broken in posterior side assessed, as fold flaw opening. Missing shell assessed, as inconclusive. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Lump/nodule (ndr): unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. No further actions are required, as the device was implanted.

Event description:
A healthcare professional reported, capsular contracture, (baker grade IV). Healthcare professional reported, intracapsular rupture. Confirmed via MRI. This record relates to the left side. The device has been explanted.

Event description:
Healthcare professional reported intracapsular rupture confirmed via MRI.